Event description:
It was reported that the customer received intermittent power source alerts after plugging the pump into a wall outlet, resulting in the pump shutting down. Reportedly, the alerts cleared and the pump successfully began charging after leaving the pump plugged into the power source. Customer's blood glucose ranged from 108-235 mg/dl.

Manufacturer narrative:
Device not returned.